Manufacturer narrative:
(B)(4).

Event description:
Procedure type: liver resection. According to the reporter: customer reports that the duckbill tore when the surgeon inserted a clip applier into the trocar and a part fell in the surgical cavity, but was retrieved. No info related to patient is available. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Patient current status reported as recovered.